Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a constant downstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the identified symptom constant downstream occlusion. Eval found the downstream sensor reading to be above specification with a fluid filled set loaded. Eval also found the downstream pressure plate gap to be out of specification. The downstream tubing guide was replaced and the device was recalibrated to correct this condition.